Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menometrorrhagia on (B)(6) 2020. Concurrent conditions were listed as menorrhagia and pelvic pain since (B)(6) 2020. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2444 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy,dilation and curettage, hysteroscopy,endometrial ablation). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: clinical information: post essure sterilization findings: a balloon catheter was advanced through the cervix and positioned in the body of the uterus. Contrast was introduced and observed fluoroscopically. The body of the uterus is unremarkable. No contrast is seen filling beyond the essure coils. The body of uterus is mildly irregular but shows no distinct filling defect. Impression: apparent occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2020: preoperative diagnosis: pelvic pain; menometrorrhagia. Diagnosis: right and left fallopian tubes, salpingectomy: bilateral fallopian tubes seen in complete cross section. Endometrium curettage: inactive endometrium with marked stromal decidualization and portion of a probable endometrial. Polp: negative for hyperplasia or carcinoma. Comment: findings are suggestive of exogenous hormonal therapy. Specimen: right and left fallopian tubes and essure; curettage of uterus. Gross examination: received are two specimen. Bilateral fallopian tubes consist of two fallopian tubes. The first measure 6.5 x 0.6 cm with attached fimbriae. The second tube measures 0.8 x 0.9 cm with attached fimbriae. The second tube is linked. D and c curettage and consist of tissue admixed with hemorrhagic material measuring 2.0 x 1.5 x 0.2 cm in aggregate when filtered through a mesh bag. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-sep-2023: reporter information,medical history,lab data,indication,drug start and stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.